Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen. On (B)(6) 2023, the patient experienced inaccurate cgm values which occurred an unspecified day after the sensor had been inserted in the abdomen. The patient was found semi-conscious by a caretaker who called an ambulance. The paramedics arrived and treated the patient with glucagon. The paramedics took a blood glucose reading was 1.9 mmol/l and the cgm was reading 3.6 mmol/l. The patient recovered after the treatment. The patient went back to her apartment and was monitored by the caretakers during the evening and the night. No data was provided for evaluation. The allegation and a probable cause could not be determined. The reported glucose values fall within the c zone of the parkes error grid. No additional patient or event information is available.